Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2009, the patient underwent fusion surgery in which rhbmp2/acs was used. It was also reported via a voluntary medwatch (mw5028004) that the patient experienced "significant pain and required [patient] to frequently see a doctor and take high level of drugs that doesn't take the pain away; fentanyl patches, morphine, muscle relaxers, and more to sleep." No other information was available.